Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 17.0 and 21.0 cm from the hub and had multiple consecutive kinks ranging from 116.0 cm to 122.0 cm from the hub. The effective length of the ace68 was measured to be within specification. There was no visible stretching of the ace68. Conclusions: evaluation of the returned device revealed that it was kinked in multiple locations along its length, including in multiple consecutive locations along its distal shaft. It is possible for the ace68 to become pinned between other devices in the system and patient anatomy. If the ace68 becomes pinned or otherwise restrained and is subsequently forcefully retracted, damage similar to the multiple consecutive kinks may occur. The presence of the non-penumbra stent retriever inside the ace68 during retraction may have also contributed to the observed damage. The proximal kinks may have occurred due to forceful manipulation of the ace 68 during navigation of patient anatomy. There was no visible stretching of the ace68, and its effective length was measured and found to be within specification. The non-penumbra devices mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a large vessel occlusion (lvo) stroke using a penumbra system ace 68 hi-flow kit (kit). During the procedure, after completing a pass using the penumbra system ace 68 reperfusion catheter (ace68) with a non-penumbra microcatheter and stent retriever, the physician pulled the stent device about half way into the ace68 and then pulled everything out of the patient¿s body. Upon removal, the physician noticed that the ace68 was stretched. The location of the stretched ace68 was determined to be in the cervical carotid area by the physician. The procedure was successfully completed at this point and no additional attempts were needed to remove the clot. There was no report of an adverse effect to the patient.